Event description:
The procedure was to treat a lesion in the celiac, (off-label use) using a renal double curve 6f guide sheath. The 6.0x16mm omnilink was advanced, but the stent was felt to be too long, so the decision was made to exchange this stent for a shorter herculink stent. As the stent delivery system was being retracted into the sheath, the stent dislodged. An attempt was made to retrieve the stent with a balloon catheter, but it was unsuccessful. A voyager dilatation balloon was used to deploy the stent in the unintended site, and another stent was placed in the lesion. There were no patient effects.